Manufacturer narrative:
Product event summary: the pscc100 pulseselect¿ pulsed field ablation loop catheter with lot 0013000656 was returned and analyzed. No anomalies were identified during visual inspection of the array, shaft, and handle. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating the steering knob clockwise and counter-clockwise) was performed and the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Despite attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood, the slide control function remained stiff, limiting its full range of motion. Electrical continuity testing did not reveal any anomalies. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter sub-components. During inspection of the shaft, entangled electrode wires were observed. In conclusion, the catheter did not pass the returned product inspection due to the entangled electrode wires in the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure for a patient with a history of atrial fibrillation, the pulseselect catheter exhibited a noisy electrogram and appeared distorted on the mapping system. Twice during the case, noise was observed on pulseselect electrogram 8-9, and the catheter appeared distorted on the ensite map. A cable connection issue was identified, as the cic appeared to have a loosened connection even when tightly secured to the pulseselect catheter. The cic was pushed in tightly, which resolved the noise. The case was completed successfully under general anesthesia. There were no patient symptoms, complications, injuries, or extended hospitalization related to the event. No medical or surgical intervention was needed to prevent permanent impairment of a function. No patient complications have been reported as a result of this event.